Event description:
It was reported that the battery has found to be corroded. The equipment was removed from service. No reports of patient injury are associated with this event.

Manufacturer narrative:
(B)(4)